Event description:
Patient reported their bottom tooth will not go into place. Advise patient to initiate 2 week rest on the lower arch for #24. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.